Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use aspiration needle "protruded directly behind the end of the metal spiral tube through the plastic tube". This occurred during an ebus (endobronchial ultrasound) procedure. The procedure was competed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified olympus will continue to monitor field performance for this device.